Event description:
A manufacturer representative reported that during implant, the base of the stimloc did not mesh with the stimloc clip and could not be attached. Multiple attempts were made to attach the base, but the base did not mesh with the clip. While checking the clip to see if it was attached in reverse, the clip was partly damaged when being manipulated multiple times. The clip could not attach to the based and it was loose. The stimloc was replaced and the issue was resolved. No surgical intervention was taken or planned and there was no patient injury. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.